Event description:
It was reported the blade locked out during an laparoscopic nissen fundoplication. Another device completed case. No consequence to pt.

Event description:
It was reported the anastomosis was not closed after firing the stapler during a subtotal gastrectomy. Anastomosis closed by sutures. No pt consequence.